Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) without issues. The sgc was then advanced to the left atrium. However, each time the sgc was positioned on the stabilizer, a slow drop of blood inside the hemostasis valve was observed. To remove the air, additional aspiration was performed, but the issue was not resolved. Therefore, the sgc was then removed and replaced. A new sgc was then prepared per IFU and inserted without issues. Two mitraclips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.